Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the ivc filter due to their history of multiple pulmonary emboli, hemoptysis, and pulmonary contusion. The ivc filter was deployed approximately twenty centimeters below the renal veins with good results. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), the patient became aware of the alleged events approximately on or about seven years and eleven months post implantation of the ivc filter. The patient reports to suffer from dvts, persistent thrombotic occlusion of the ivc filter, crushing of the ivc which the patient reports have caused renal failure. The patient also reports to have had eight stents placed and to suffer from fear. There are no known made attempts to remove the ivc filter. (B)(4). As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, the patient underwent placement of the ivc filter due to their history of multiple pulmonary emboli, hemoptysis, and pulmonary contusion. The ivc filter was deployed approximately twenty centimeters below the renal veins with good results. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, occlusion of the inferior vena cava (ivc) filter, recurrent deep vein thrombosis (dvt). Per the patient profile from (ppf), the patient became aware of the alleged events approximately 8 years post implantation of the ivc filter. The patient reports to suffer from dvts, persistent thrombotic occlusion of the ivc filter, crushing of the ivc which the patient reports have caused renal failure. The patient also reports to have had eight stents placed and to suffer from fear. There are no known made attempts to remove the ivc filter. The product was not returned for analysis and the lot number provide is not valid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Fear does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal team, the plaintiff underwent placement of defendants optease vena cava filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, blood clots clotting, occlusion of the ivc filter, recurrent dvt, and removal of the filter. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. As per the instructions for use (IFU), implantation of the optease filter is contraindicated in patients with uncontrolled infectious disease. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Pain, blood clots, respiratory distress, or thrombosis does not represent a device malfunction. At this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the plaintiff underwent placement of defendants optease vena cava filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, blood clots clotting, occlusion of the ivc filter, recurrent dvt, and removal of the filter. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.